Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. A visual inspection of device revealed that dried body fluid found under proximal seal of ring 3 and under both edges of the ring 3 electrode. Dried body fluid found on the handle, main body tubing and distal end. Dried saline found on distal end and inside the irrigation ports. The magnetic sensor measured electrically open in straight, right, and left curve configurations. All electrodes and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. X-ray inspection found fluid between rings 2 and 3, and possibly a broken magnetic sensor wire. The distal end was dissected. Dried body fluid found under ring 2 & 3 electrodes, and through the electrode wire holes into the distal end cavity. The magnetic sensor wires were isolated at approximately 40mm from the end of the distal tip. Resistance through the sensor 1 wire back to the handle was normal and sensor 2 wire back to the handle was also normal. Resistance through the sensor was open. The sensor assembly was dissected. Fluid was found inside of the sensor tubing and a broken sensor wire was found broken at the twisted wire pair solder joint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
Reportable based on device analysis completed on 11oct2018. It was reported that catheter visualization was lost and an error message appeared. An intellanav mifi open-irrigated ablation catheter was selected for use. During procedure, it was noted that the visualization of the catheter was lost and error message "the intellanav mifi oi magnetic sensor is either disconnected or broken¿ occurred. The cable was changed to a new one; however, there was no improvement. The catheter was replaced and the procedure was solved. No patient complications were reported. However, analysis of returned product revealed dried body fluid under proximal seal of ring 3 and under both edges of the ring 3 electrode.